Event description:
I am diagnosed with lymphoma after abdominal mass was found on physical exam and CT scan. In 2007, I underwent abdominal lymph node needle biopsy with 19 gauge needle by a radiologist. After procedure was done, oozing of blood was noted from needle through which biopsy was taken. The radiologist, instead of observing and waiting for bleeding to stop on its own, he injected d-stat, a liquid bovine thrombin. Minutes later, I developed severe abdominal pain and suffered a bowel infection. Two days later, 6 feet of small bowel were removed. I was in hospital 9 days. Pathology showed normal bowel that was gangrenous. I believe I had received intra-arterial injection.